Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed displacement test, rewind and basic occlusion test. No motor error alarm noted. Insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime and fill anomaly. The motor was tested outside of the device and passed. Insulin pump had minor scratches on display window, cracked belt clip slot, scratched reservoir tube window and cracked reservoir tune lip.

Event description:
It was reported that the customer received a motor error alarm while attempting to deliver a bolus. Customer's blood glucose level at the time 138mg/dl. Advised insulin pump would be replaced. No additional information is provided.